Event description:
Event reported to co: on 3/27/97 at or around 0200am, an 85 yr old pt was noted to be in flat line on the monitor, and resuscitation efforts were unsuccessful. Co's telemetry system in use - sn 186 - did not alarm the event, and when checked - the system was noted to be in standby, which deactivates the alarms. Staff on duty denied placing the system on standby. The user reported that two channels out of eight channels were noted to be in the standby mode.